Event description:
The customer reported seven false negative results with the ID now covid-19 assay on multiple lot numbers performed on various dates. This MFR. Report addresses one false negative result on lot two (2) of five (5). The customer reported false negative result on the ID now covid-19 assays performed on (B)(6) 2021 on a nasal swab. Additional testing on a nasopharyngeal (np) in viral transport media performed on (B)(6) 2021 with core lab platform (result detected). No additional patient information, including symptoms, treatment, impact and outcome was not provided.

Manufacturer narrative:
H10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1031528 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot 1031528. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting), related to kit lot 1031528 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference.

Manufacturer narrative:
Reference MFR. Report : 1221359-2021-02397, 1221359-2021- 02409, 1221359-2021-02411, 1221359-2021-02412. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported seven (7) false negative results with the ID now covid-19 assay on multiple lot numbers performed on various dates . This MFR. Report addresses two (2) of five (5). The customer reported false negative result on the ID now covid-19 assays performed on (B)(6) 2021 on a nasal swab. Additional testing on a nasopharyngeal (np) performed on (B)(6) 2021 in viral transport media with core lab platform ( result detected). No additional patient information, including symptoms, treatment, impact and outcome was not provided.